Manufacturer narrative:
There was no indication of the device not functioning properly. The issue was the 1 hour delay in the case, as the hosptial did not have the needed items readily available.

Event description:
It was reported as the hospital did not have the implants needed for a surgery, while getting them delivered and sterilized, there was about a hour delay in the case.